Manufacturer narrative:
Pc-(B)(4). H10: corrected data = device analysis summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut, all staples were present with the exception of one missing staple. Further analysis shows a dent on the guide face that starts at the end of the pocket where the staple was noted to be missing. No functional test was performed to preserve the evidence. No conclusion could be reached on what caused the missing staple and as how the guide face become damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: u5an9x. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut, all staples were present with the exception of one missing staple. Further analysis shows a dent on the guide face that starts at the end of the pocket where the staple was noted to be missing. No functional test was performed to preserve the evidence. No conclusion could be reached on what caused the missing staple and as how the guide face become damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the cdh29a drops 01 staple when it is inserted into the rectum. There is a crack line near the location where the staple where it falls off. The surgery was delayed by 15-minutes. Replaced with another circular stapler. There were no patient consequences.